Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/22/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 1 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient¿s mom contacted lifescan (lfs) alleging the patients one touch ping meter was displaying an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 4:00 p. M. The mother reported at 3:46 p. M. That same day, her son¿s blood glucose was tested on another device (one touch ultramini) and he obtained a result of ¿370 mg/dl¿. The patient manages his diabetes with insulin (novolog, self adjuster) and reportedly took his usual dose of medication (novolog, 2 units) in response to the alleged issue. The reporter claimed, one hour after the alleged issue occurred, the patient developed a ¿stomach ache¿. The reporter tested her son¿s blood glucose, with the other device and obtained a result of ¿448 mg/dl¿. At 8:00 p.m. That same day, the reporter stated the patient self treated with 2 units of novolog. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca noted that the test strip completely drew in the sample. Replacement products were sent to the patient. Although the patient treated himself with insulin, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms or blood glucose readings do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because the issue was not resolved during troubleshooting.